Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-03801. Related manufacturer reference number: 2017865-2020-03803. It was reported that the patient was admitted to the hospital for infection at the implant site of the pulse generator. It was noted that a portion of the incision was open. The device, atrial and ventricular leads were extracted without complication. The patient was in stable condition.

Manufacturer narrative:
Correction: h6 method, result and conclusion codes - device not returned.